Manufacturer narrative:
(B)(6). A sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that a bd micro fine plus ¿ 31 g × 5 mm pen injector needle broke off in a patient's injection site and was removed surgically.